Event description:
Syringe was connected to the inflation port of the foley to withdraw sterile water. The water could not be removed and the balloon failed to deflate. Therefore the foley could not be removed from the pt. The inflation port was cut in half but the water would not drain from the balloon. The foley was removed by the physician through invasive procedure under ultrasound. The pt sustained no permanent injury.